Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the faradrive sheath, backflow was drawn to remove the air upon inserting the farawave, however, the air remained in the flushing port and could not be completely withdrawn; therefore, the sheath was replaced. The device is not expected to be returned due to hcv infected patient.